Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the initial implant of this aortic bioprosthetic valve, the surgeon was sewing the patient¿s left coronary ostia button to the bioprosthetic's left coronary ostia (anatomic position) when the prosthesis tore and the suture pulled through the prosthesis. The surgeon noted the prosthesis was very thin in that location. The surgeon then attempted to patch the tear with a bovine pericardial patch in order to proceed, which increased cross clamp time by approx 30 minutes. Subsequently the patient passed away and the cause of death was reported as "acute aortic dissection with cardiac amyloidosis and prosthetic aortic valve stenosis". There is no evidence to suggest that the bioprosthetic valve caused or contributed to the patient's death. It is unknown if an autopsy was performed.